Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a power on reset (por) error code. Therapy had stopped due to the informational por. The patient was not doing anything remarkable at the time of the por and had not had medical tests or emi exposures. Reviewed the steps to clear the por with the patient programmer and clearing the por was successful. Therapy was turned back on and was adequate. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient¿s symptoms included that they could not start the stimulator. The por message was resolved. The patient¿s weight was (B)(6) pounds. No further complications were reported/anticipated.